Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a ec 45986 error. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed all labels were intact. During functional check, the reported problem was duplicated. Found 45986 last error code in the device information folder. Recommended clearing the error code and installing software applications. The root cause was found to be a software error. Software was installed.

Event description:
Additional information was provided that the malfunction was discovered during testing. There was no patient involvement.